Event description:
It was reported that the patient was implanted with a vibrant soundbridge using round window vibroplasty approach. The clinician reports that the receiver package of the vorp implant has extruded through the skin flap. This is due to infection. The patient is on a waiting list for the device explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.